Event description:
My husband purchased a two pack of clear care contact lens cleaner. It was stored in a vacation home, thinking he might be low at the year round home, he took one bottle from the twin pack and brought it back home. This am, I heard screaming from the bathroom as he had soaked his lens overnight in a product containing 3% hydrogen peroxide. Apparently this product requires a special lens case for soaking to neutralize the hydrogen peroxide. He did not notice that when he reached inside the twin pack to remove one bottle. I have a picture of the outside carton and nowhere does it say you must use the special case, only that a free lens case is included. We just returned from a trip to urgent care and he has been diagnosed with acute toxic conjunctivitis. He will need to see an eye dr as soon as possible and he is extremely uncomfortable. Our holiday plans are all shot. I see online there have been numerous consumer complaints regarding this product over the years. There are red warning labels on the bottle but not enough. The need for the special cleansing case is not stressed enough. People take out their contacts at night when they are tired and put them in when they are just walking and can't see. This company should take more action to separate itself from normal saline. It is packaged similarly, occupies space on the same shelves, and does not have enough box warnings. Product: clear care contact lens cleaner with hydrogen peroxide; personal care. (B)(4).